Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 device was returned for evaluation. No stylet or balloon protector were returned. Dried blood was noted throughout the length of the catheter. A tear was noted to the catheter shaft near the strain relief. Dried blood was noted to be in the inflation lumen. No functional testing was able to be performed due to the tear in the catheter shaft and dried blood in the lumen. Therefore, the investigation is inconclusive for the reported stylet and protector removal issues, as no evidence was provided for review. However, the investigation is confirmed for the reported device leak and identified device tear, as a tear was noted to the catheter shaft and dried blood was noted through the inflation lumen. It is likely the tear in the catheter shaft was the cause of the device leak. However, the definitive root cause for the reported stylet removal issue and identified device tear could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the stylet and protection cap was allegedly difficult to remove. It was further reported that the device allegedly leaked. The procedure was completed using another device. There was no reported patient injury.